Event description:
It was reported that during an oophorectomy procedure, the device functioned normally for about ten minutes into the case then the jaws locked onto the ovary. The device had to be cut from the ovary using scissors to be removed. The procedure was completed at that point and there was no need to open another device.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.